Event description:
It was reported that balloon pinhole was noted. The target lesion was located in the radial artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During inflation, it was noted that there was contrast leakage on the surface of the balloon, and a hole was noted. The balloon was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - (B)(6). G4 - premarket / 510(k): k141521, k141597.